Manufacturer narrative:
Despite according to the surgeon: there was no increased risk to harm critical structures due to the placement of the fiber different than planned. The surgeon liked the position of the fiber placed ca. 6mm differently than planned, because that location of the fiber allowed for a very good ablation. The surgery was completed as intended. There was also no delay in surgery nor of anesthesia due to the fiber position. There was no negative clinical effect to the patient. A risk to the patient's health could not be excluded for these specific circumstances, since one laser fiber was placed in a different position than planned, with the brainlab device involved. \according to the results of the brainlab investigation and the information provided by the surgeon, it can be concluded that the root cause for the placement of the fiber different than planned with the navigation, is a combination of the following contributing factors: the intra-operative MRI scan was not performed according to the brainlab scan protocol (no distortion correction), in combination with the registration matrix being relatively far away from the anatomy of interest, leading to reduced registration accuracy. The image fusion of the pre-operative MRI with the pre-planned trajectories to the intra-operative MRI was less accurate than ideal. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate to this customer: that the brainlab scan protocol (especially distortion correction and bandwith) must be followed for such MRI scans to be used with brainlab navigation. The requirement to review the image fusion of different scans in the brainlab navigation and adapt as necessary for good accuracy results. To verify the accuracy of the navigation as required throughout the procedure.

Event description:
A cranial surgery for the placement of two laser fibers for laser ablation of a tumor located ca. 40-60mm deep in the brain with a size of larger than 10mm, has been performed with the aid of the virtual display of the brainlab navigation. The user pre-planned two trajectories on the pre-operative MRI to use with the navigation. The patient was positioned in prone position with head fixated in tilted position on the operating room table. During the procedure the surgeon: acquired an intra-operative MRI and fused it with the pre-operative MRI. Performed the initial patient registration on the intra-op MRI to match the virtual display of the scans to the current patient anatomy. The registration achieved medium precision. Verified the accuracy of the registration using donut markers on the patient's skin and determined a clinically satisfying accuracy. Draped the patient and placed two laser fibers with the aid of brainlab navigation according to the pre-planned trajectories. Performed another intra-operative MRI scan to confirm the correct placement of laser fibers and detected that one of the 2 laser fibers was placed in a different position than planned, ca. 6mm parallel to the planned trajectory. According to the surgeon: there was no increased risk to harm critical structures due to the placement of the fiber different than planned. The surgeon liked the position of the fiber placed ca. 6mm differently than planned, because that location of the fiber allowed for a very good ablation. The surgery was completed as intended. There was also no delay in surgery nor of anesthesia due to the fiber position. There was no negative clinical effect to the patient.